Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm, missing retainer ring, and partial display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. No blank display was noted during testing. The crest firmware and thus software were unsuccessful due to pump stuck in critical pump error (open book image) alarm. Unable to bypass open book. Pump was cut open to perform visual inspection and found bleeding, cracked glass, dried insulin in the motor slide, a corroded home switch, and moisture damage on pcba 1, pcba 2, force sensor, motor, and harness vibrator assembly. P-cap was unable to locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case (battery tube), cracked case - corner of belt clip rails, label damage (faded), battery tube threads - cracked, detached retainer, missing o-ring (reservoir tube), stained keypad overlay, pillowing keypad overlay, cracked keypad overlay, corroded battery tube. Critical pump error (open book image) alarm confirmed due to moisture damage on pcba 1, pcba 2, force sensor, motor, and harness vibrator assembly. Unable to download history files and traces due to critical pump error (open book image) alarm. Cosmetic damage confirmed at the middle of the pump during analysis. Missing retainer ring was confirmed during analysis. P-cap was unable to lock in properly into the reservoir compartment due to missing retainer ring. Blank display was not observed during analysis. Blank display was not confirmed. Partial display was confirmed due to bleeding and cracked glass. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump would not working after being exposed to moisture. The customer stated the insulin pump had been exposed to moisture and was no longer working. Customer stated the insulin pump was neither been bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.